Event description:
It was reported that the universal modular electric/battery double trigger handpiece was making noises. It appeared that a screw was broke in the housing. The saw attachment was stuck, and the saw blade was very hard to remove. There was no pt harm; however, there was a delay in surgery for approximately 15 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.